Event description:
During ep procedure noted bedding was wet - when checking the connection of the anesthesia extension tubing that was connected into the IV connector, tubing broke and cracked. The male part of the tubing broke off and was stuck in the IV connector. Had to prime new extension tubing and change IV connector. Sequestered the equipment.